Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable inr results for 2 patients from two coaguchek xs meters. Of the data provided, there were discrepant inr results for 1 patient. At 1:32 pm the result from the meter serial number (B)(4) was 4.6 inr and the repeat result from meter serial number (B)(4) was 7.8 inr. It was unknown if a different finger was used. There was no adverse event and the patient was stable. The patient's hematocrit level, antiphospholipid antibodies presence, and heparin treatment was asked for but not known. The returned meter serial number (B)(4) and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr . Donor 2 inr: 2.4 inr. Donor 1 hct: 38%. Donor 2 hct: 37%. Results: donor 1: retention meter with masterlot strips: 3.0 inr. Donor 1: customer meter with customer strips: vial#1: 3.0 inr vial#2: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.5 inr. Donor 2: customer meter with customer strips: vial#1: 2.4 inr vial#2: 2.7 inr. The returned meter serial number (B)(4) and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 38%. Donor 2 hct: 37%. Results: donor 1: retention meter with masterlot strips: 3.0 inr. Donor 1: customer meter with customer strips: vial#1: 3.0 inr vial#2: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.5 inr. Donor 2: customer meter with customer strips: vial#1: 2.4 inr vial#2: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.